Manufacturer narrative:
Lot# provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient received venaseal for treatment of the great saphenous vein (gsv) and short saphenous vein (ssv) on the right side in the distal regin, with a total treated vein length of 53cm and 29cm respectively. 4.5cc was the total volume of glue used. The procedure involved the use of a nitrex guidewire, local anesthesia, and transducer compression, with the catheter tip positioned 5cm caudal to the saphenofemoral junction (sfj). The patient experienced a range of adverse reactions including hypersensitivity, swelling, skin inflammation, irritation, discoloration, rash, systemic vasculitis, acute kidney injury, enteritis, and cellulitis, occurring between days 2-14 post-procedure near the access site within 5cm. The patient required hospitalization and medical intervention with antibiotics prescribed (500mg for 3 days) to address these complications. The issue is resolved.